Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. In addition, it was reported that the battery gauge was fluctuating. The customer's blood glucose was between 120-180 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.